Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference the attached medwatch report number 3005099803-2010-01833 which documents the first device. A second optiflex nitinol stone retrieval basket was utilized. According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was in the basket when the problem occurred. The procedure was completed with a different device. No additional patient or event information is available.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference the attached medwatch report number 3005099803-2010-01833 which documents the first device. A second optiflex nitinol stone retrieval basket was utilized. According to the complainant, the retrieval basket failed to open and close during the procedure. It is unknown if a stone was in the basket when the problem occurred. The procedure was completed with a different device. No additional patient or event information is available.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The investigation found the retrieval basket was open and only able to partially retract the basket into the sheath due to some resistance felt with the thumb wheel. After testing the device multiple times, the thumb wheel was no longer able to open or close the basket. The device was disassembled and examined to find the glue plug had failed within the rack. The most probable root cause for this complaint is design.